Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance measurements. The physician elected to replace the ra lead during the procedure. The patient had no adverse consequences.

Manufacturer narrative:
The reported of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. At the connector region of the lead, x-ray examination found the inner coil was overtorqued, and electrical testing found internal shorting between conductors due to overtorqued inner coil, both consistent with procedural damage. The cause of low pacing impedance was due to shorting between conductors caused by overtorque of the inner coil.